Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing 10 occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.

Event description:
It has been reported that the bd ultra-fine¿ insulin syringe has been found experiencing 10 occurrences of the hub separating from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned photos of 3/10cc syringes. Customer states that the hub was detached with the shield. The photos were examined and exhibited one syringe with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check due to an unknown lot number for needle hub separates. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4) has been opened to address this issue.